Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes for each phenomenon. A. Front panel display went off with a beep. - the cause was a failure of the main board. The cause of the main board failure might be aging because it has been 5 years and 3 months since its manufacturing. B. Rust on cr board: - rust had occurred on the board due to the effects of the operating environment and storage environment. C. Gas leak from k connector: - because it has been 5 years and 3 months since its manufacturing, it was damaged due to aging degradation. D. Water intrusion into the 1st regulator unit: - because it has been 5 years and 3 months since its manufacturing, it was damaged due to aging degradation.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to board failure. In addition, following phenomena were found. Rust on the board. Gas leak from the k connector. Water intrusion into the primary decompressor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine inspection, when the technician turned on the machine power, an alarm was generated and the light on the front panel was turned off. There was no report of patient injury associated with the event.